Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-04-22. Investigation summary: one injector from lot 2001007 along with several other devices including an optima connector, IV set, and microclave connector, were provided to our quality team for investigation. The product was visually inspected and no damage or molding defects were observed. A device history review was performed for lot 2001107, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Five retained samples of the same lot were used for additional evaluation. The product was visually inspected and no defects were identified. Dimensional testing was performed on both the retained samples and returned product, including the luer thread, verifying all critical dimensions are within specification. Product undergoes a series of visual and functional evaluations throughout the manufacturing process. Records were reviewed for the reported lot and no issues related to this failure were identified. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time.

Event description:
It was reported that the line connecting the bd phaseal¿ optima injector (n35-o) and connector disconnected during the infusion when the patient's mother lifted them. The following information was provided by the initial reporter: it was communicated that the rn entered the patient¿s room as the mother was lifting the child. As the child was being lifted the line disconnected. The injector and connector were intact as one unit (connector inside injector as intended). No tape was used on luer lock connections. "Rn witnessed patient line become disconnected during an infusion point of disconnection occurred with b. Braun backcheck valve (item 415062) and the phaseal optima injector and connector as one unit (item number 515051 and 515070." "Stated mother picked up child from the floor attached to the line when the disconnection occurred at 17hrs into the infusion. No tape was used to secure the lines."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the line connecting the bd phaseal¿ optima injector (n35-o) and connector disconnected during the infusion when the patient's mother lifted them. The following information was provided by the initial reporter: it was communicated that the rn entered the patient¿s room as the mother was lifting the child. As the child was being lifted the line disconnected. The injector and connector were intact as one unit (connector inside injector as intended). No tape was used on luer lock connections. "Rn witnessed patient line become disconnected during an infusion point of disconnection occurred with b. Braun backcheck valve (item 415062) and the phaseal optima injector and connector as one unit (item number 515051 and 515070." "Stated mother picked up child from the floor attached to the line when the disconnection occurred at 17hrs into the infusion. No tape was used to secure the lines."